Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer had overfilled the cartridge with insulin. Technical support advised customer to fill cartridge less than 300 units. There was no adverse impact to the customer's blood glucose level. The customer had already loaded a new cartridge and resumed insulin.